Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer's blood glucose level. The caller was assisted by technical support to reset the pump, and the issue did not recur after the reset.